Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 3005334138-2020-00052, 3008452825-2020-00087, 2030404-2020-00010, 3005334138-2020-00053. During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. The patient became hypotensive and went into cardiac arrest. CPR was performed and an ultrasound/fluoroscopy confirmed a cardiac tamponade in the left atrium. A pericardiocentesis was administered to stabilize the patient. It was unclear at which point during the procedure the perforation occurred but it was suggested by the physician that it could have occurred earlier in the procedure, when the patient felt unwell and gagged, potentially moving the catheters inside the heart. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined.